Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. The patient was doing well postoperatively. The explanted device will not be returned as it was kept by the facility.